Event description:
It was reported that high hv impedance was observed. The svc coil was turned off on the device. At a later date, the issue reoccurred and was observed through a remote transmission. The device was explanted and replaced. The patient is in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event of high, out of range hv lead impedance was confirmed in the laboratory via review of hv lead impedance trends. The device was tested on the bench and high hv lead impedance and anomalous hv output were observed. X-ray inspection identified a broken can wire which caused the reported high hv lead impedance and output anomaly.